Event description:
It was reported that the customer experienced an elevated ketone level of 1.8 that led the customer to the emergency room. Customer's blood glucose was 216 mg/dl. Reportedly, the customer treated her high ketone level with a bolus via the pump. The customer met with a diabetes nurse in the emergency room that performed a system check on the pump that showed the pump was functioning as intended. The customer stayed at the emergency room for 3 hours and left in a stable condition. The patient did not receive any additional treatment while in the emergency room. No additional event or patient information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.